Event description:
A burn, w/sloughing skin and indurated area, was found when the esu ground pad was removed from pt's upper-lateral flank. During procedure power levels were raised and lowered due to ineffective function and video interference. After exchanging cautery probes, no further problems. There was an abrasion on insulation on original probe. Evidence of arcing was noted on cannula of cautery probe.